Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during hemodialysis therapy with an ak98 machine. The machine alarmed but there was "no sound". The volume of blood loss was unknown. The machine was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.